Manufacturer narrative:
No samples were received for investigation for (B)(4), in which the customer has stated: ¿the liquid was not dripping¿. The product in use at the time is reported to be a mp1000 china. As part of the feedback, the customer reported that flow was partially blocked when they used the maxplus connector with a b. Braun set. And the customer confirmed that there were no damages on the product. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation in order to identify any possible in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous investigations have identified that certain designs of male luer can cause flow restriction or occlusion as they can grip onto the piston of the maxplus preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.

Event description:
It was reported that bd maxplus needleless connector was occluded the following information was received by the initial reporter with the following verbatim: when the nurse used a needleless connector to connect the infusion set to the patient's infusion, she found that the liquid was not dripping and immediately replaced it without causing any harm to the patient.